Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with the helix extended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the operator was unable to retract the screw of the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.